Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(6)clinical study. It was reported that patient underwent a right total hip arthroplasty on an unknown date. During post operative monitoring and testing, a malpositioned acetabular cup was noted. These findings were found due to follow up testing, there were no symptoms reported by the patient. There has been no reported revision procedure to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date, date implanted, PMA/510(k) number, manufacture date ¿ unknown.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 13 states, "problems of the knee or ankle of the affected limb or contralateral limb aggravated by leg length discrepancy, too much femoral medialization or muscle deficiencies." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-01842 & 07350.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(6) clinical study. It was reported that patient underwent a right total hip arthroplasty on (B)(6) 2005. During post operative monitoring and testing, a malpositioned acetabular cup was noted. These findings were found due to follow up testing. Patient further reported limping, loss of range of motion, leg length discrepancy, pain, swelling, abductor weakness, plantar fasciitis and knee/ankle problems. There has been no reported revision procedure to date.